Event description:
Litigation alleges pain and difficulty ambulating. Update rec¿d (B)(6) 2013 ¿ pfs and medical records received. Part/lot was provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. Revision operative notes indicate significant bone loss on acetabular bone and cup migration loosening with dislocated femoral head. The cup and screws have now been reported. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.